Event description:
Caller reported a cartridge alarm 20 during the pumping process and declined to answer whether the issue caused their blood glucose to exceed 500 mg/dl. There was no reported impact to the customer's blood glucose level. Customer had not previously reported specific cartridge alarms with this pump but noted issues with consecutive cartridges, leading technical support to confirm the need for pump replacement. Technical support agreed to send a replacement pump with updated software and provide training via their tandem source account. Pump was confirmed to be under warranty, and the caller was advised on steps to take upon receiving the replacement, including returning the problematic pump via ups within 10 days using a provided return box and label. Caller opted out of having a signature required for delivery and received instructions on putting the pump into storage mode before returning it.